Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information, was caused by stress, degradation of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope adhesive on bending section a-rubber has a chip. There was no patient involvement.